Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces measuring 32.7 cm and 18.9 cm. Visual examination of the lead found an external abrasion due to friction to the device can breaching the optim sheath only located on the connector portion of the lead.

Event description:
This report is to advise of an event observed during analysis.